Manufacturer narrative:
Approximate age of device ¿ 11 months. The pump remains in use supporting the patient. A correlation between the device and the reported gi bleeding could not be conclusively determined. No further issues have been reported at this time. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted for gi bleeding. An upper endoscopy was performed and arteriovenous malformations were noted and were cauterized. No further bleeding has occurred. It was also reported that the event was anticoagulation/device related.